Event description:
It was reported that when the battery was replaced, no internal support was available and the patient went into cardiac arrest. External cardiac massage was mandatory. The internal battery was -out of order-.

Manufacturer narrative:
No medwatch form was received.